Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2006, the patient underwent mesh implant surgery to repair a hernia. The surgery was completed without any reported complications and an estimated blood loss of 25cc. On (B)(6) 2012, the patient underwent a second operation to treat and repair a mesh infection and abdominal wall abscess. The surgeon encountered a large pocket of bloody pus. The cavity was irrigated and a vac was applied. A foreign body sweep was conducted without any reported findings. The estimated blood loss was 25cc. No other information was provided for this incident.

Event description:
The patient underwent an additional procedure on (B)(6) 2013. The procedure performed was a removal of abdominal infected mesh and hernia repair. The preoperative and postoperative diagnosis was infected mesh.

Event description:
According to the reporter: the patient alleged injury.

Event description:
According to the reporter: the patient alleged injury. Mesh infection with abdominal wall abscess and infected tract tissue (surgery on (B)(6) 2006, (B)(6) 2012 and (B)(6) 2013); severe abdominal discomfort.